Event description:
The account alleged that the foot end brake caster will not set. No pt impact.

Manufacturer narrative:
The technician found the brake caster inoperative. The technician replaced the brake caster to resolve the issue.